Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a photocoagulation procedure, the system turned off by itself. The patient was informed and the laser procedure was cancelled and rescheduled one week later. There was no harm or injury to the patient.